Event description:
Received incrowd survey 27399-evh pms- (B)(6) 2023, where they commented "occasionally the cone is cloudy" when asked about the harvesting tool hemopro 2 (vh-4000) endoscope with dissection tip provides adequate visualization and utility while performing tunnel dissection for vessel harvesting.

Manufacturer narrative:
Tw ID (B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Tw # (B)(4). Corrected section: h6- problem code changed 1408.

Event description:
N/a.

Manufacturer narrative:
(B)(4). No lot # was reported and no specific event site was reported, so therefor no ship history was conducted.